Event description:
It was identified in central processing that the cadiere forceps instrument was found to have a broken tip. During follow up with the robotics coordinator, the site specified that no fragments fell and that there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a broken grip at the grip base. A piece measuring approximately .207" x .645" was found to be broken off the yaw pulley. The broken piece was not returned.